Event description:
This (B)(6) male was taken to the or for a laparoscopic cholecystectomy. The bariatric blunt trocar, with camera inside, was placed through a small incision. The trocar was unable to be advanced through the fatty tissue. Therefore, a right subcostal incision was made. As the abdomen was entered, excessive bleeding was noted. Full exploration was performed which revealed a large bleeding vein at the level of the head of the pancreas. The vessel was sutured and the wound was packed.